Event description:
Caller reported aviva blood glucose results of 353 mg/dl and 118 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 210 mg/dl and 551 mg/dl within 10 minutes. Caller reported another separate comparison on the same system of 551 mg/dl and 249 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.